Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The lv lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.